Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
During review of programming and diagnostic history, it was observed that the vns patient¿s settings during an office visit on (B)(6) 2008 were different than those from his previous office visit on (B)(6) 2008. It was noted that after the generator was programmed on (B)(6) 2008, two system diagnostics were performed with no final interrogation. There was no ¿fault¿ system diagnostic test, and the (B)(6) 2008 settings were not obviously indicative of an interrupted diagnostic test. Clinic notes were received for the vns patient¿s office visits with his neurologist, and there was nothing to suggest that the change in device settings was intentional, indicating that the change was likely the result of a faulted diagnostic test. Follow-up with the physician confirmed that there was no reason non-functional period. Clinic notes (B)(6) 2008 stated that vns patient¿s settings were poorly controlled. The patient began to experience clusters of generalized tonic clonic seizures when the patient was sleeping. The vns pulsewidth was increased from 250 usec to 500 usec. Follow-up regarding the (B)(6) 2008 increase in seizures showed that the patient had a history of nocturnal grand mal seizures. The patient had one bad seizure followed by a cluster of 30-40 (date unknown). The increase in seizures was no worse than pre-vns. The clusters may have been related to vns as the device was disabled during that period; however, there was no way to verify. The patient had several other medication fluctuations between (B)(6) 2008 that may have also been a factor in the increase in seizures.